Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the angio-seal device sheaths were in pieces when the package was opened. The device was not used on the patient. The device was not expired and the temperature indicator was intact. There were no other equipment or devices being used with the reported product as the issues was found pre-treatment when opening the package. Additional information was received on january 7, 2019. The individual packaging was not damaged and the product was stored in the lab under controlled temperature and humidity.